Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause: user had high glucose value.

Event description:
Consumer complained of blood glucose results reading "hi". Customer called with a concern as he performed a blood glucose test on his friend, the first result read e-5; the second result read "hi". Patient has symptoms of extreme thirst, frequent urination, and abdominal pain. Customer was instructed the patient needs to get immediate medical attention as the reading indicate the patient&#62688;blood glucose levels are above 600mg/dl. Customer then called from the emergency room of (B)(6) medical center. Patient was tested by the nurse, patient's reading was >500mg/dl as per hospital meter. Meter readings obtained by the customer. Patient does not have a diagnosis of diabetes and does not have an expected range. 1: hi, non-fasting; 2: 149 mg/dl, non-fasting; 3: hi, non-fasting; 4: 147 mg/dl, fasting; 5: 66 mg/dl, fasting. The meter reading 2, 4, and 5 reflect results from the customer, william, and 1 and 3 reflect results from the patient.